Event description:
It was reported that the following the implant of the patient's implantable neurostimulator (ins), high impedance (>2000 ohms) were measured on electrode #3. It was noted that the patient was receiving good therapy but was concerned regarding the affected device. The connection between the ins and extension was checked and when they were reconnected, impedances were within normal range. Due to the patient previously mentioned concern and at their request the ins was replaced. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information was received from the company representative that indicated no malfunctions were seen in regards to the patient's implantable neurostimulator (ins). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)